Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty deploying multiple infusion sets due to application technique, noting challenges cocking the set into place with their fingers, which led to use of multiple sets and an agent-initiated replacement. Symptoms included no reported blood glucose impact. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and education provided by customer care regarding correct infusion set deployment and connector attachment. Investigation of this case revealed user handling and application challenges associated with infusion set deployment or connector attachment; no device alarms occurred. It was concluded, based on previously established findings for similar reports, that the cause was user technique.